Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading at the time of admission was 24 mg/dl. The customer stated that he had been driving slowly, pulled over to the side of the road, and got hot and sweaty earlier. The last intake of carbohydrates was 5 hours prior to admission into the hospital. The customer observed that he had been working more than usual and discovered a death in the family, indicating possible stress prior to incident. The most recent infusion set change had been the day before. Upon troubleshooting, the reservoir did show the same amount of insulin as shown on the status of the insulin pump's screen. Customer performed a bolus and confirmed that the device functioned as designed. The blood glucose reading when customer went home was 227 mg/dl. He stated he thought he gave himself too much insulin when his blood glucose went low. He preferred to monitor the device than complete test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.